Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. Customer was only put in another 4 units but was not taking a manual injection. Customer began to cough and gag in the background. Customer did not want to do troubleshoot. The insulin pump will not be returned for analysis.